Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that the contrast, up arrow, down arrow, and okay buttons were under responsive. Additionally, the keypad cover was said to be torn/punctured. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/12/2015 with the following findings: during investigation, the keypad was found to be peeling at the ok button. All of the keypad buttons were unresponsive. The keypad was removed and the keypad flex was found to be missing from the pump.